Event description:
Upon torquing the left lumbar vertebrae 4 (l4) screw head on the left, the tip of the torque device broke into the screw head. The small metal tip was wedged into the screw head and was not removable. Since the torque device is also made of titanium, the clinician felt there would be no harm leaving it in the cap. Another rod was inserted directly in the screws on the right, screw caps were placed and torqued with another device.====================== manufacturer response for pedicle screw torqueing wrench, depuy v2======================unknown at this point, representative has had the device for a while and we do not have a report as of yet.